Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing of atrial tachycardia which resulted in inappropriate anti-tachycardia pacing (atp) and shock therapy, high out of range shock lead impedance greater than 145 ohms and a code 1005 (shock to open conduction) was triggered. Boston scientific technical services reviewed the device data and suspect the lead system is likely impaired or disconnected, additional testing and possible replacement were recommended. The field representative later reported that this patient has passed away from other causes not related to the device. No adverse patient effects were reported due to the inappropriate therapy. The field representative checked back with the physician and reported that while in the hospital the patient had a succession of vt/vf with successful shocks from the device. Then a new arrhythmia with an agonal heart rhythm type occurred and the patient died from electromechanical dissociation. The device observations were not believed to have caused or contributed to the patient's death.